Event description:
Information received from a healthcare provider for a clinical study reported the patient experienced abdominal pain and severe nausea 3-4 days before (B)(6) 2016. The implantable neurostimulator was removed and replaced.